Event description:
The patient originally stated that the meter was brand new and they were unable to code the meter. They began to feel dizzy and went to the hospital, where they were given insulin for a high blood sugar reading. They called lfs the following day and after troubleshooting, the issue was resolved. However, the following is the information they provided to medical affairs: the patient stated that for the past month they did not test on the meter because the test would not start after applying the blood. When medical affairs asked them what was on the display they stated three dashes (---); this implies that the code had never been set on the meter, or the meter had lost its code. The patient stated that they had tested on the meter, and about one month ago it stopped working. They stated that they continued to take their set amount of insulin and oral medications. They stated that they would have contacted their physician if they had known that their readings were high. On sunday, the patient was feeling drowsy so they went to the hospital and the result was approximately 400 mg/dl. They were treated with insulin and released when their blood sugar had decreased. The patient stated that the meter was still not working and requested a replacement meter. Advised would replace the meter for them.